Event description:
The product was used during a cystectomy procedure. Reportedly, the instrument jammed. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
Device not available for evaluation.